Event description:
Pt had a portacath placed on (B)(6) 2012. The portacath worked upon placement and the pt initiated use on (B)(6) 2012 and it functioned for several days. Pt expressed burning at site on (B)(6) 2012, when fluid was injected into port and a venogram was performed which demonstrated extravasation at the hub. Thus, the port was unusable and had to be removed. Upon removal on (B)(6) 2012, it was found that the retaining clip at the hub had come loose and the catheter at the hub had sheared. Reason for use: long term IV antibiotics for lyme disease.